Manufacturer narrative:
Device failure is suspected.

Event description:
It was reported that the pt was recently hospitalized as she was having more seizures which are above pre-vns baseline levels. Physician states that when the pt was in the office on (B)(6) 2011 he got lead impedance high on normal mode diagnostics. He states he did not do system diagnostics. He states he sent pt for x-rays and they don't show anything. The pt underwent complete revision due to the high impedance on (B)(6) 2011 at which time high impedance was seen on diagnostics. Attempts for further info have been unsuccessful to date.